Manufacturer narrative:
The device was received for evaluation. During functional testing, failed rate accuracy test was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Evaluation sent the device for flow accuracy rate testing at a delivery rate of 40ml/hr with a vtbi of 40. The results were 42.016 which is an error percentage rate of (B)(4). The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of failed rate accuracy test in the biomed service department. There was no patient involvement. No additional information is available.